Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t result of 20 pg/ml. A second sample collected from the patient resulted in a troponin t value of approximately 4 pg/ml. The complained sample was also repeated, resulting in a troponin t value of approximately 4 pg/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). Calibration and controls were acceptable. Upon review of the alarm trace, a sample clot and sample short alarm were observed. The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent problem can be ruled out as controls prior to the event were within range. Upon review of the alarm trace, a sample clot detection alarm and a sample short alarm were observed. The investigation could not identify a product problem. The cause of the event could not be determined.